Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the 5bb device was received with the end effector misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device did not grasp properly and the ratchet button work as intended. No conclusion could be reached as to what may have caused the found damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cystectomy procedure, the safe is blocked and doesn¿t allow properly manipulates the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.